Manufacturer narrative:
The 80 cm. Powerflex pro 8 mm. X 4 cm. Balloon catheter (bc) ruptured prior to reaching nominal pressure. The product was exchanged for another balloon catheter to complete the procedure successfully. There was no reported patient injury. The procedure was the common femoral artery (cfa). The lesion was reported to be: a 90% stenosis, moderately calcified and not tortuous. The approach was contralateral. An unknown guidewire was used to access the target lesion. Additional information received indicated that there was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. The product was inspected prior to use and appeared to be normal. There were no kinks or bends noted upon inspection prior to use. The product was removed intact from the patient. It was unknown if: the device prepped normally (i.e. Maintained negative pressure), what contrast media was used or what the contrast to saline ratio was, how many atmospheres did the balloon burst occur, what type and brand of inflation device was used (indeflator/syringe) or if the same indeflator used successfully with other devices, if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve, if there was any resistance/friction while inserting the balloon through the guide catheter, if there was any difficulty advancing the balloon catheter through the vessel, if there was any difficulty crossing the lesion, if the catheter was ever in an acute bend, if the balloon catheter kinked while being used, if the balloon catheter was removed easily from the patient, vessel, etc., or if there was any other product issue noted either at the account after the procedure or prior to shipping for inspection. No additional information is available. The product was returned for analysis. One non-sterile unit of powerflex pro 8mm x 4cm 80cm bc was returned. Per visual analysis the balloon appeared to have been inflated and deflated. No other anomalies were observed. Per functional analysis a leak test could not be performed due to a leakage noted in the balloon. Per sem analysis neither the external nor the internal surface of the balloon near to the hole revealed any evidence of damages that could be related to the event. However, the borders of the slit appeared to have been caused by a sharp object. The distal marker band did not reveal any evidence of damage. No other anomalies were found during the analysis. A device history record (DHR) review of lot 17257248 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, vessel characteristics (moderate calcification and a rate of stenosis of 90%) may have contributed to the burst as evidenced by a slit caused by a sharp object, possibly a spicule of calcium, noted on the balloon during analysis. Neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
(B)(6). The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, the 80 cm. Powerflexpro 8 mm. X 4 cm. Balloon catheter (bc) ruptured prior to reaching nominal pressure. The product was exchanged for another balloon catheter to complete the procedure successfully. There was no reported patient injury. The product was clinically used and it will be returned for analysis. The procedure was the common femoral artery (cfa). The lesion was reported to be: a 90% stenosis, moderately calcified and not tortuous. The approach was contralateral. An unknown guidewire was used to access the target lesion. Additional information received indicated that there was no reported difficulty removing the product from the packaging or difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. The product was inspected prior to use and appeared to be normal. There were no kinks or bends noted upon inspection prior to use. The product was removed intact from the patient. It was unknown if: the device prepped normally (i.e. Maintained negative pressure), what contrast media was used or what the contrast to saline ratio was, how many atmospheres did the balloon burst occur, what type and brand of inflation device was used (indeflator/syringe) or if the same indeflator used successfully with other devices, if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve, if there was any resistance/friction while inserting the balloon through the guide catheter, if there was any difficulty advancing the balloon catheter through the vessel, if there was any difficulty crossing the lesion, if the catheter was ever in an acute bend, if the balloon catheter kinked while being used, if the balloon catheter was removed easily from the patient, vessel, etc., or if there was any other product issue noted either at the account after the procedure or prior to shipping for inspection. No additional information is available.